Event description:
It was reported that during rounds, the rt found the patient with trach dislodged. Rt tried to reinsert and found that the eyelet was torn. A couple days later, the same issue was found. A trach change was done each time to resolve the issue. The customer does not use the IFU recommended trach ties.